Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane assembly was evaluated and replaced. The system was also upgraded from version 9 to version 30 software. Multiple system components were replaced in order to facilitate this upgrade. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no boot. Fse determined the cause of the problem to be a faulty backplane. The backplane distributes power and control signals between the system and several circuit boards. A loss of this power and communication will cause a no boot. This old backplane was obsolete and in order to replace it, several other parts needed to be replaced to be compatible with the newer hardware. Fse replaced the backplane and other hardware which also allowed him to install the latest software version. Then the system functioned properly. Based on the age of this system (manufactured in 1999), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.